Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the returned tap/reamer (pe01312) was received with the handle detached from the shaft and with the weld areas exposed the returned tap/reamer (357.430) (pe01312) was received with the complaint condition ¿broken: intraoperatively¿, after it¿s handle broke during surgery. The weld regions of the tap/reamer were inspected and were visible on both the handle and the shaft. It appears that the damage to the weld did not occur due to routine wear over time based on the short time the part was in use (mfg date 09/2011). It seems like the complaint condition was due to insufficient weld strength. The subject part (pe01312) was manufactured using drawing 357_430 (rev c) (05apr10). Since the time the returned part was manufactured a change has been made for revision d (19jan12), in order to ensure that tap/reamer handle material conforms to torque specification (10nm). Drawing 357_430 (rev c) (05apr10) was reviewed and determined to not be adequate for proper manufacturing. However, the revision d (19jan12) drawing implemented a change to ensure that the tap/reamer handle material is manufactured to withstand a torque of 10nm after being welded, and to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Based on the investigation of the returned part and the complaint description, a root cause was unable to be determined. However, the weld marks and the fact that the handle was not attached to the tap/reamer upon receipt indicated that the complaint condition was confirmed. The change in torque requirements which were included in revision d will help prevent similar complaints in the future. A device history report was conducted not a service history report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was conducted. The report indicates that: precision edge surgical products manufactured the tap/reamer for trochanteric fixation nail screw, p/n 357.430, and lot number pe01312 on po #1293576 for 35 pieces delivered september 27, 2011. Initially, the part conformed to the supplier¿s certificate of conformance, dated september 22, 2011, and synthes final inspection sheet # ns038990, revision ¿c¿. The parts were released to the warehouse on september 28, 2011. Due to an unknown cause, it was reported a trochanteric fixation nail (tfn) tap broke while inserting into patient, over the guide wire; the back handle is now off. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The tap/reamer for trochanteric fixation nail screw was made to the synthes drawing p/n 357.430, revision ¿c¿, released on april 5, 2010. A manufacturing investigation was conducted. The report indicates that: due to an unknown cause, it was reported a trochanteric fixation nail (tfn) tap broke while inserting into patient, over the guide wire; the back handle is now off. The weld joints are visible on both the handle and the shaft and appear to have no gaps. Based on the evaluation and the unknown cause, this complaint is considered confirmed but is not manufacturing-related. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a trochanteric fixation nail (tfn) tap broke while inserting into patient, over the guide wire; the back handle is now off. There was a 7 minute delay reported. No further details provided. This is report number 1 of 1 for (B)(4).